Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer for disposal from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately two weeks after ICD was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.